Event description:
The customer reported that the device did not give qcpr data during a patient event. The involved patient died. The qcpr data acquisition does not impact the delivering of therapy. Chest compressions and delivery of energy can still be delivered.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.